Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was exhibiting intermittent lapses in communication with external devices. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.